Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0vvn0, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0x7bk, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from the health care professional (hcp) and company representative that reported during a procedure they performed an intra-operative impedance check and contact 0 showed over 40,000 ohms on the extension. After they replaced the extension with a new extension, impedances came back normal. The issue was resolved at the time of report. The patient was implanted for parkinson's disease.

Manufacturer narrative:
Analysis of the extension (B)(4) found the extension body conductor broken less than 5cm from proximal end. The #0 conductor was broken 2.8cm from the proximal end and the functional test showed #0-open, #1-15.2, #2-15.4, #3-15.3 and there were no shorts (dry condition).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.